Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; the root cause of this alarm could not be determined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm, assisted in troubleshooting the alarm, and advised to finish with manual supplies. Proper procedures per the user manual were reviewed with the cg. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up call on (B)(4) 2010, the cg stated that the issue was resolved and that the cause of the alarm was related to use error. The cg stated that they had primed the patient line with the clamp still closed. The home patient (hp) uses a patient line extension and it was not primed when the hp connected. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, she did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that they had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. The cg will inform the hp's nurse when they see her again. No further information was provided.